Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Motor tested outside device and passed. Insulin pump had minor scratches in lcd window, cracked reservoir tube lip, cracked battery tube threads, stained address and serial number label and stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus delivery. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 209 mg/dl. Nothing further reported.